Event description:
It was reported that, an 840 ventilator had a blank display. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien tech support engineer (tse) troubleshot this issue with the customer over the phone and recommended swapping the graphic user interface (gui) printed circuit board (pcb), the breath delivery (bd) to gui cable and the power supply to identify the problem. Customer was instructed to call back if the recommendation did not correct the failure. The customer call back stating; the power supply solved the problem. Customer will replace power supply. Covidien was not authorized to service the device.